Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue originated from a faulty or unresponsive comm sled, which prevented the station from powering on and caused tower errors after booting. The field service engineer unplugged the comm sled, allowing the power supply to start, retrieved a replacement from the customer depot, and installed it. Additionally, all four latches were cleaned and greased, and one latch was replaced to resolve the tower errors. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name(e1): m health fairview university of minnesota medical center

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had displayed a black screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.